Event description:
During a transfemoral tavr procedure, the sapien valve dislodged from the delivery system during an unsuccessful attempt to withdraw the system back into the sheath. The valve was implanted in the distal aorta and a 2nd system was used to complete the tavr procedure. As reported, wire position in the left ventricle was lost as the novaflex delivery system was advanced into the aorta. The decision was made to remove the undeployed valve and delivery system so the lv could be re-wired. Upon removal of the delivery system and the valve through the 18f esheath, interference from a non-coaxial alignment caused the valve to catch on the sheath and the valve then dislodged from the balloon. The valve was deployed in the distal aorta with a 14mm peripheral balloon. A second 20fr esheath was inserted, and a second valve and delivery system were prepared. The valve was placed with no complications.

Manufacturer narrative:
No devices were returned for evaluation. The procedural training manual provides guidance for retrieval of an underployed valve through the esheath, including specific instructions for when resistance is felt. ¿do not force the thv into the esheath. If resistance is felt, the thv may be caught on the esheath tip. Stop, advance thv past the esheath tip and rotate the delivery system before trying again.¿ available information suggests procedural factors (non-coaxial withdrawal of the system into the sheath) appear to have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.